Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient was on the plane and the cgm was reading 69 mg/dl, therefore the patient self-treated with coke (sugar drink). During that time the cgm was still providing low readings. There were no specific symptoms reported. An ambulance was called and the patient was taken off the plane by an ambulance. The paramedics took a blood glucose reading which was around 700 mg/dl and stabilized him. The patient couldn´t remember the medication provided by the paramedics. They took the patient to the hospital and he was hospitalized. There is no information about details about the hospitalization as the patient couldn¿t remember. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.